Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2019 the patient presented with a st-elevated myocardial infarction and a 3.0x18mm xience sierra stent was implanted. On (B)(6) 2019, the patient was re-admitted with unspecified cardiovascular symptoms and sepsis. Surgery was performed and the final patient outcome is not known. No additional information was provided.